Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge fully separated from three (3) minicaps. This issue was identified before use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three (3) samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The samples were returned with the aluminum foil peeled. The sponge was found fully separated from the caps. The reported condition was verified. A definitive cause could not be determined; however, handling during transportation could not be ruled out. Should additional relevant information become available, a supplemental report will be submitted.